Event description:
The manufacturer received information stating the trilogy 100 ventilator did not meet acceptance criteria of evaluation process for the following conditions: initial power up failure during close-out and no blower or operational hours obtained. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device powered on and operated as it should. The customer complaint was not confirmed during the evaluation. The inlet air path assembly and removable air path foam were replaced per remediation.   The device passed all testing.